Event description:
One endeavor drug-eluting stent was implanted in the mid rca. It was reported that revascularization was required four days post stent implant. Ptca revascularization procedure was performed in the proximal rca. It was reported that thrombus was a lesion characteristic for the revascularization that was carried out at the proximal rca. Thrombus was reported during staged procedure. Thrombus was noticed in the target vessel, but not at the target lesion. Thrombus was dissolved by gpiib/iiia antagonist and heparin. The investigator reported that the clinical indication for revascularization was positive history or recurrent angina pectoris, presumably related to the target vessel. Pt was asymptomatic at 30 day and 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval results: (thrombosis). Other, secondary intervention.